Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a replacement bag of fentanyl 2000 mcg/100 ml was hung and the primary infusion restarted at a continuous dose of 50 mcg/hr (2.5 ml/hr). While bathing the patient the nurse administered fentanyl boluses from the pump as needed. While addressing multiple air-in-line alarms and a safety clamp alarm it was noted that the fentanyl bag had less fluid in it than expected. A water like substance was noted on the floor but the tubing was not wet and the nurse was unsure if there was a leak. A second rn assessed the tubing and determined that the safety clamp was not fully clamped. It was presumed that the patient received a free flow of fentanyl. The patient experienced a decrease in blood pressure that required an increase in the levophed dose that was already infusing. The fentanyl was discontinued. It was later determined in an internal facility investigation that approximately 30 ml of fentanyl (600 mcg) was unaccounted for and presumed to have infused under a potential free flow condition. There was no lasting harm to the patient.

Manufacturer narrative:
The customer¿s report of a free flow of fentanyl was not confirmed. The pcu event log shows that the device was infusing fentanyl 2000mcg/100ml at a rate of 5ml/hr. The rate was changed to 2.5ml/hr at 8:01 am on (B)(6) 2018. The infusion ran until 7:58 pm when the device was channeled off and removed from the system. The volume recorded as being infused during this period was 39.438ml. During the infusion, vtbi was added multiple times and there were three rapid boluses delivered (two at 50mcg and 1 at 100mcg). The pump module also alarmed 27 times for air in line during this period. Functional testing identified no malfunctions and the pump module was delivering fluid within specification. The air in line sensor signal was tested and found to be within specification. The root cause of the reported free flow was not identified.